Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire occurred. The sensor was inserted into the upper buttocks on (B)(6) 2018. Reportedly, the transmitter was not fully snapped into the sensor pod. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. Labeling indicates: make sure you hear 2 clicks when you snap the transmitter in place. If it is not fully snapped in, this may lead to a poor connection and let fluids to get under the transmitter. This can lead to inaccurate sensor glucose readings

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
A sensor was returned for evaluation. A visual inspection was performed and it failed with a detached sensor wire. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.